Event description:
It was reported that the physician had been unable to deploy the stent at the lesion in the basilar artery. As the system was being removed it became stuck within the guide catheter and the stent was unintentionally deployed in the left vertebral artery. A second stent was successfully placed at the target lesion and there was no clinical consequence to the patient.